Event description:
International customer reported that a patient developed a very red, itchy area around the sutures. The surgeon opines an unspecified reaction to the sutures. The sutures were explanted three days following the surgical procedure. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/11/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.